Manufacturer narrative:
Investigation summary: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The device was returned with the handle in the closed position. The basket formation is closed. The mlla (male luer lock adapter) is loose. The collet knob is tight and secure. A visual examination noted the support sheath is separated 2mm from the nose of the mlla. There is a gap between the basket sheath and the point of separation on the support sheath with 2 cm of exposed coil. The basket sheath has also separated just above the support sheath at the end of the mlla. The remaining support sheath measures 4 cm and is no longer attached to the basket sheath. The handle does not actuate the basket formation. The pett measures 2.7 cm in length. There are six kinks noted in the basket sheath located at 1 cm from the distal tip of the basket sheath and again at 2.5 cm, 83 cm, 83.5 cm, 85 cm, and 86 cm from the distal tip of the basket sheath. The basket formation cannot be manually actuated. The basket formation is lodged inside the basket sheath. There are kinks in the exposed coil 5 mm from the cannulated handle and again at 1 cm from the cannulated handle. The cannulated handle is bent at nose of the separated support sheath. A visual examination of the basket sheath noted scrapes on the basket sheath. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureteroscopy procedure, the ncircle tipless stone extractor cannula was separated from the handle. As reported, there was no unintended portion of the device left inside the patient¿s body and no additional procedures were needed due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.